Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl; cause unknown. Due to the low bg, the customer called an ambulance and was taken to the emergency room and subsequently hospitalized on (B)(6) 2024. While in the hospital, the customer received intravenous fluids of saline. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.